Event description:
The customer observed falsely elevated alinity I insulin results for a patient who is currently under treatment on ozempic and displayed hypoglycemia. The patient reported they have never taken insulin and only ozempic. The following sids and insulin data results were provided for the same patient: (customer provided reference range <27 mu/l) on (B)(6)2025, sid (B)(6), result = 114.76 mu/l, on (B)(6)2025, sid (B)(6), result = 24.68 mu/l, on (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted, on (B)(6) 2025, sid (B)(6), result =>600 mu/l, on (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted, on (B)(6) 2025, sid (B)(6), result = >300 mu/l, on (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted. The roche result from sid (B)(6) = 11.2 mu/ml with reference range of 2.6-24.9 mu/l. Additionally, it was mentioned in addition to the ozempic the patient is also taking the following medications: colecalciferol, diclofenac, magnesium aspartate, multivitamin ¿ iron sulf, folic acid, paracetamol, pregabalin, gliclazide, amitriptyline, meloxicam, semaglutide. Additionally, it was mentioned no c-peptide was detected. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity insulin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67511lp53. Device history record review for lot 67511lp53 did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I insulin assay was reviewed using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 67511lp53 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 67511lp53. Based on the investigation, no systemic issue or deficiency of the alinity I insulin for lot number 67511lp53 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier completed information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I insulin results for a patient who is currently under treatment on ozempic and displayed hypoglycemia. The patient reported they have never taken insulin and only ozempic. The following sids and insulin data results were provided for the same patient: (customer provided reference range <27 mu/l) on (B)(6) 2025, sid (B)(6), result = 114.76 mu/l. On (B)(6) 2025, sid (B)(6), result = 24.68 mu/l. On (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted. On (B)(6) 2025, sid (B)(6), result =>600 mu/l. On (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted. On (B)(6)2025, sid (B)(6), result = >300 mu/l. On (B)(6) 2025, sid (B)(6), result = >300 mu/l diluted. The roche result from sid (B)(6) = 11.2 mu/ml with reference range of 2.6-24.9 mu/l additionally, it was mentioned in addition to the ozempic the patient is also taking the following medications: colecalciferol, diclofenac, magnesium aspartate, multivitamin ¿ iron sulf, folic acid, paracetamol, pregabalin, gliclazide, amitriptyline, meloxicam, semaglutide. Additionally, it was mentioned no c-peptide was detected. No impact to patient management was reported.